Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the hand rim hardware was stripped and the wheel is cracked.